Event description:
The field engineer reported that the system intermittently mixed images when replaying cine runs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted and a connector was reseated. The system was then found to be operating as intended.